Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm starting at zone 4. Aneurysm and vessel morphology is unknown. The stent grafts were ballooned and no endoleaks were present at final angio. It was reported that during angiography seven days post index procedure, a type ib distal endoleak was observed. Eleven days post index procedure, an additional tevar was performed and a talent closed web 40x40x114 was successfully implanted. No additional clinical sequelae were reported and the patient status is stable.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusions: (cause of event is unknown).